Event description:
It was reported that the system had communication and ad channel errors. When this error occurs, the system will not boot up, resulting in a total loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.